Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was implanted on (B)(6) 2019. The post-implant pain was so bad they stayed in the hospital for 3 days. The patient still had an open wound from surgery. The battery was depleted and the patient could not charge it due to the implant wound. No further complications were reported.